Event description:
It was reported that the customer passed away at a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death is unknown at this time. The caller stated that the death was not diabetes related; the customer went in for a small procedure and her heart gave out. The caller also stated that the customer had many medical conditions; she had a major surgery last (B)(6) to remove part of her stomach and esophagus. The customer had retinopathy, neuropathy, and gastroparesis. The customer's blood glucose at the time of death was 200 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was using sensors; however the caller is unsure if a sensor was worn at the time of death. The caller stated that he will not return the insulin pump for analysis; he wants to donate it. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.